Event description:
Caller reported that t: slim x2 pump battery would not charge due to damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies through two-day shipping.